Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon examination, it was found that the right atrial (ra) lead was no longer capturing or sensing. A lead replacement is scheduled. The patient left the clinic in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).